Event description:
It was reported that patient's system was unable to enter MRI mode following multiple falls. Troubleshooting revealed high impedances on both leads. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014.

Manufacturer narrative:
Correction: d6a - date of implant should have been (B)(6) 2007 rather than blank.